Manufacturer narrative:
Additional narrative: correction: manufacturing facility: (B)(4). Pfs and medical records received. It should be noted these records were received through a pfs. This complaint is not yet legal. Pfs alleges pain, disfigurement, and decreased range of motion. After review of the medical records there was no mention of metallosis. It did indicate the cup had some slight retroversion so it was revised. Doi: (B)(6) 2008; dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Medical records were provided and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. This complaint is not yet legal. Pfs alleges pain, disfigurement, and decreased range of motion. After review of the medical records there was no mention of metallosis. It did indicate the cup had some slight retroversion so it was revised.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.